Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a little mycosis below the left electrode. The patient's doctor reported that the irritation was not severe. The patient's physician treated the patient with a powdered medication. During a follow up, the patient reported that the irritation had healed from use of the powder.